Event description:
Underwent diagnostic cardiac cath. All findings within normal limits. Last injection was of aortic root using an angio injection system power injector. 40 cc's of air were injected into the pt. The pt was treated in a hyperbaric chamber and recovered. At the time of the initial investigation, the cause was attributed to human error rather than device malfunction. The device was examined by in house bio med staff and found to be functioning properly. During subsequent staff interviews, the injector was intentionally filled with air and the digital readout displayed "no air", which was an event that was not previously noted by the operators of the device.